Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a perforation in the patient's heart. The physician kept the patient on their anticoagulation medical regiment in response to this event.

Event description:
It was reported that there was a perforation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that there was a perforation in the patient's heart. The physician kept the patient on their anticoagulation medical regiment in response to this event. It was further reported that the closure device had a 7mm gap and was leaking in addition to a thrombus in the tail end of the laa. The patient was scheduled for a further appointment on 18 january 2024 in response to this event.